Manufacturer narrative:
The customer contact reported that the device was not isolated; therefore, the device is not expected to be returned for investigation. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the bolus cord delivered an unrequested bolus dose. At an unspecified time, the bolus cord was connected to a gemstar pump and was being used to deliver an unspecified analgesic. No specific programming parameters were provided. After an unspecified length of time, it was reported that the bolus cord malfunctioned causing the pump to beep. The customer contact reported there was a slight overdelivery of the analgesic. It was reported that the beeping of the pump caused the pt some distress. No specific details were provided. The customer contact indicated that the device was not isolated. There were o reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional info was provided.